Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the home choice (hc) machine during dwell 1 of 5. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient ended therapy and would contact the nurse. The patient would call back with any questions. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.